Event description:
Reportable based on the analysis completed 19dec2011. It was reported that during a plain old balloon angioplasty, the 3.00 x 38mm promus element stent delivery system (sds) would not cross the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). The lesion was pre-dilated with a non-bsc balloon and the physician then advanced the sds and the device and was not able to cross the lesion. The procedure was completed with a different stent. No patient complications were reported and patient status is stable. Returned product analysis revealed stent damage at the distal and proximal stent edges. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified damage at the distal and proximal stent edges. The stent was flared at both ends. This damage is consistent with the balloon being partially inflated. Hypotube kinks were present along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).